Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient's system was removed due to an infection. The patient was re-implanted with a new system the day before it was reported. If additional information becomes available, a follow-up report will be sent.